Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into multiple different wall outlets, and using multiple different charging configurations. Reportedly, the customer plugged the pump in to a usb port on a computer and the pump was able to charge successfully, although the battery level jumped unexpectedly. The customer's blood glucose (bg) level was 176 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.